Event description:
It is reported that during a routine instrument inspection, the tip of the posterior lumbar interbody fusion (plif) implant holder broke while pressing the plif implant holder onto a plastic spacer (which was used for demonstration purposes only). There was no patient or surgical involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be completed. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing date: may 19, 2005. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material could not be reviewed as the records could not be identified due to the age of the instrument. The hardness was measured at the time of the manufacturing at 47.0 hrc and was found to be good. No non-conformance reports were generated during production. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device received on aug 5, 2015. A product development investigation was performed for the subject device (part number, 03.805.000, plif implant holder, lot number a70a20). The subject device was returned with the complaint 'tip of plif implant holder broke.' The returned instrument was examined and the complaint condition was able to be confirmed. The plif implant holder (03.805.000 lot a7oa20) is a component of plif trial spacer 10mm and 12mm instrument sets (01.8905.012, 01.805.022) which are intended to be used with plif implants. Plif spacers are used for posterior lumbar interbody fusion procedures. The plif implant holder is used to insert an implant fully into the disc space and restore disc height according to the associated t-plif technique guide. The related drawings for the plif implant holder were reviewed, specifically those relevant to the lower jaw and the assembly. These drawings were found suitable to determine the intended device design, application and dimensional conformity. The implant holders were found to have met the drawing specifications. As previously reported, the review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The instrument was received under the complaint condition 'broken: postoperatively'. The tip was broken off of the distal end of the lower jaw. The complaint description describes that the instrument was being utilized in a demonstration when the failure occurred. A definitive root cause was unable to be determined; however the failure mode is consistent with the application of excessive force/wear from 10 years in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.